Manufacturer narrative:
Concomitant medical products: product ID: 37713, pain stim ipg, implanted: (B)(6) 2009-, product ID: 37752, neuro recharger, implanted: (B)(6) 2009, product ID: 3778-60 ,pain stim lead, implanted: (B)(6) 2008, product ID: 3778-60, pain stim lead, implanted: (B)(6) 2008.

Event description:
It was reported that within approximately one week post-implant, both the right atrial (ra) and right ventricular (rv) leads dislodged. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.